Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), except for patients 12 and 13. The samples were repeated on an alternate advia centaur cp instrument, resulting lower than the initial results. The corrected results from an alternate advia centaur cp instrument were reported to the physician(s), except for patients 12 and 13. It is unknown if the repeat results for patient 12 and 13 were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the wash station tubing, the peripump tubing and the wash station block. The cse primed the system and performed the daily cleaning and a bubble detector calibration. The cse ran precision testing, which was not acceptable. Upon several follow-up visits, the cse replaced the reagent, the sample syringes and the luminometer. The cse also replaced the ring control printed circuit board (pcb) which was damaged due to the overflow of the reagent probe rinse station. Upon further troubleshooting, the cse discovered that the aspirate probe 4 mount was loose and missing one locking bolt, which was replaced. The cse ran complete system decontamination and verified that all ports on wash blocks were dispensing fluids properly. The cse also verified that there were no leaks or build up from wash blocks. The cse replaced the grey peristaltic pump and wash 1 rotary pump. The cse primed the system and performed the daily cleaning and a bubble detector calibration. The cse also calibrated the tni-ultra assay and ran quality controls and precision testing in replicates of ten each, all of which were acceptable. The cause of the discordant, tni-ultra results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.